Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a communication error. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a communication error. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block causingerror 353.7200 front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, flange gripper wiper seal cracked, tube drive bent. Calibrated. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/11/2013 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200163916 for out of specification which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the carriage assembly. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iuis, (B)(4) for rear case.

Event description:
It was reported that the device had a communication error. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from the date of manufacture 01/11/2013 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200163916 for out of specification which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a communication error. No patient involvement.